Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during an attempted tubing fill and subsequent complete supply change, the ilet displayed repeated ¿do you see drops¿ prompts followed by "unable to process check alerts to continue,¿ and the user could not proceed, after which a replacement ilet was arranged and the original was returned. Symptoms included hyperglycemia with a reported glucose of 314 mg/dl and alerts for prolonged elevated glucose. Outcomes included the need for back-up therapy with subcutaneous insulin and temporary discontinuation of the ilet. Investigation included troubleshooting with the user, data sync, and logistical retrieval of the device for evaluation. Investigation of internal components found one of the screws holding the circuit board was cross threaded and did not secure the component correctly. It was concluded that the cause was an equipment malfunction due to improper assembly.